Manufacturer narrative:
Thermal/temperature codes are not available in the conclusion code section; therefore, a conclusion code for the heating/temperature issue could not be provided. Appropriate codes were instead assigned under the medical device problem and evaluation result sections.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging of dry mouth and noise, and the heater plate gets very hot during therapy. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed potential black hairs/fibers on the top enclosure near the accessory module port. Unknown white dust-like contamination at the air inlet. Potential black hairs/fibers around the iso (international organization for standardization) port. During investigation the manufacturer observed unknown black dust-like contamination in the bottom enclosure. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Manufacturer was not able to confirm the complaint or address the symptoms specified. Errors logged: 0 errors were logged.